Event description:
Pt presented for chemo to be given through implanted port. Leakage was noted around port. Imaging done which showed fracture of catheter with the distal portion in the right atrium and ventricle of the heart.